Event description:
Device issue: none. Adverse event (ae): in-stent restenosis. Onset of ae: approximately 2 years after stent implantation. It was reported via trial that approximately 2 years post a right internal carotid artery stenting procedure, during a follow-up visit, the asymptomatic patient was found to have 50-59% in-stent restenosis as well as some stenosis distal to the stent. On (B)(6)2010, the patient was started on plavix. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported restenosis is a known adverse event listed in the risk assessment and in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.